Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to relocate the device from subcutaneous to sub-pectoral due to patient's discomfort; the physician inadvertently cut the rv lead. The rv lead was attempted to be removed, but the physician was unable to do it. The rv lead was abandoned surgically. Patient had an underlying rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that additional information was received indicating that the right ventricular (rv) lead was explanted. During a procedure to have a lead replaced, a portion of the right ventricle experienced a dissection caused by the physician. No additional adverse patient effects were reported.